Manufacturer narrative:
Unit received motor error alarms during rewind due to motor encoder signal out of phase. No unexpected battery out limit alarms or reset setting noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 447 mg/dl, which was treated by manual injection and with a bolus from another insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.